Event description:
This lead was implanted on (B)(6) 2004 and capped on (B)(6) 2011 due to an unknown product performance issue. No additional information is available at this time. The physician was dr. (B)(6) at (B)(6) hospital and medical centers in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).